Event description:
The customer reported that during testing, the unit was giving multiple error code messages of da pcba adc reference failed; data acquisition (da) pcba adc failed; and data acquisition (da) pcba adc failed; auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported that there was no patient involvement.